Manufacturer narrative:
Concomitant product: dtba1d crtd implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred. It was also reported transesophageal echocardiography noted vegetation in the patient's right atrial (ra). The cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.